Event description:
It was reported that an insulin occlusion alert occurred during a meal announcement while using a steel 6 mm contact/detach infusion set, and the user identified an air bubble in the tubing that was cleared by performing a fill tubing procedure, followed by a cannula fill, after which insulin delivery resumed and the subsequent meal announcement processed as expected. Symptoms included no change in blood glucose and no clinical effects. Outcomes included no medical intervention, no hospitalization, and continued monitoring of blood glucose per guidance. Investigation included troubleshooting and user education with verification of insulin flow through the tubing and confirmation of resumed therapy. Investigation of this case revealed an occlusion condition associated with air in the line that resolved after clearing the tubing and performing the fill steps. It was concluded that the event was consistent with an insulin flow interruption due to air in the infusion set, which was resolved through standard troubleshooting without sequelae.